Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the working length was twisted, bent and the exposed cut wire was broken at the distal pierce hole. Additionally, the extrusion at the distal pierce hole was melted and the broken end of the cut wire appeared burnt/blackened. The length of the broken exposed cut wire found it broke at the point where it attaches to the anchor. Further analysis (by cutting open the distal tip) of the anchor, found the wire had been correctly soldered during manufacturing. A functional evaluation of the guidewire-device compatibility was performed by inserting a guidewire through the device, the guidewire could be advanced through the working length and exit the tip with out any issues. The condition of the returned incident device was not consistent with the complaint, that the guidewire could not pass and got stuck in the guidewire channel. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during of insertion of the hydrajag guidewire, outside of the patient, the guidewire could not pass and got stuck in the guidewire channel. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; cut wire was broken; working length melted and bent.